Event description:
Patient was being prepared for release from the hospital to an outside facility with a tracheostomy tube in place. It was noted that the patient's ventilator tubing would not attach securely to the trach tube. Upon inspection, a crack was identified in the trach tube. There was no history of trauma to the trach tube since its insertion the previous day. The tracheostomy tube was removed and a new tube was inserted. The patient experienced some bleeding at the site following the insertion of the new tube. This bleeding necessitated additional observation in the hospital, which delayed the patient's discharge to the new facility.

Manufacturer narrative:
Lot - unknown as not provided by reported. Expiration - unknown as lot is unknown. Event evaluation: still under investigation.